Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information, the surgeon encountered a problem with the balloon not deflating.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information, it was additionally reported that this occurred on day 2 upon removal. The catheter was used for catheterization following laser prostatectomy. Balloon was inflated with water to 40ml but was not tested before insertion. Balloon was deflated with a syringe and also cut the valve. Transcutaneous puncture of the balloon.